Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. Multiple positioning attempts were required, after which the pace impedance suddenly increased to 1,900 ohms. It was suspected that the helix had become damaged. The procedure was successfully completed with a new lead of the same model and no adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was observed that the helix was extended, and dried boy fluid was present and clogging the helix housing. A thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements related to electrical performance and inner insulation integrity were within normal limits. Pressure testing revealed lumen/outer insulation damage, likely related to the implant attempt. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. Multiple positioning attempts were required, after which the pace impedance suddenly increased to 1,900 ohms. It was suspected that the helix had become damaged. The procedure was successfully completed with a new lead of the same model and no adverse patient effects were reported. The lead is expected to be returned for analysis.